Event description:
It was reported a patient cable (output) connector is broken. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; atrial output connector is broken. Analysis also found the lcd (liquid crystal display) is out of electrical specification; it is noted there is a line through the menu display. Lower case, side bail covers, and ring cover are broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.